Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who was undergoing a mechanical thrombectomy procedure. It was reported that during the procedure, after the fourth pass, was noted to have a dissection of the internal carotid artery (ica). No device malfunction was reported. No other information was reported. Medtronic received a report that the left anterior cerebral artery (aca) had local vascular roughness and was considered an intimal injury. The patient's mrs score was 0 and nihss score was 14. The medication tirofiban 0.25 mg was started. The sponsor assessed the event as possibly related to the study procedure and devices utilized during the mechanical thrombectomy. The adverse event was not related to the disease under study or the underlying condition or disease. The adverse event was not related to a device deficiency

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient's baseline mtici was 0. The patient¿s post-thrombectomy condition was mtici 3, 24h nihss 5, discharge mrs 2, and discharge nihss 3. The event was not life-threatening. The ica dissection did not result in patient disability; 90 day mrs 0. The dissection did not prolong the patient's hospitalization; there was no hospitalization required. The site assessed the event not related to the procedure. The site assessed the event not related to the solitaire stent retriever device.